Manufacturer narrative:
G4: 13feb2020, b4: 04mar2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the front bezel and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/10/2020.

Event description:
It was reported that the unit had a navigation ring failure, causing the settings to jump around when selected. There was no patient involvement.